Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a known phase to phase issue with frequent pump off events. The system monitor displayed, "replace system controller." There were no active alarms. A log file review found that the pump had speed issues due to the phase to phase short.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported pump stop events. Although a specific cause could not be conclusively determined, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log file captured several transient pump stop events with associated low speed advisory/hazard and low flow hazard alarms. Several of these events were accompanied by elevations in pump power and flow. The low speed and pump stoppage events occurred while the system was powered by the power module or 14 volt (v) lithium-ion batteries. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), and the heartmate ii lvas patient handbook are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and patient handling. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.